Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability. Implant was never placed and was replaced with bigger implant.